Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles were present beneath the o ring and they had to continuously re prime the sets which was causing them to lose insulin. The customer¿s blood glucose was unknown at time of incident. The customer had gone through 7 sets. The reservoir will not be returned for analysis.